Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/05/2017 with the following findings: during investigation, there was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The pump was unable to power and was completely unresponsive due to moisture ingress. The pump¿s cover was removed and there was no further moisture ingress or intermittent condition found to the printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.